Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position: the cause of the positioning issue was most likely related to the patient's small lv, which likely caused repeated device movement across the papillary muscle. Hemolysis: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details, including data log. Low or blocked pump flow / pump suction: the cause of the pump flow issue was not determined without returned product investigation and sufficient clinical details, including data log. Anemia: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was transferred from (B)(6) on p-6 support. Per outside hospital report, the device was experiencing multiple suction alarms. Upon transfer, attempts to increase the p-level resulted in persistent suction alarms. An echocardiogram was recommended to confirm device positioning and assess right ventricular function and preload status. A transthoracic echocardiogram was performed, demonstrating the device inlet directed toward the papillary muscle, measuring 2.7 cm from the mitral annulus. Device repositioning was recommended. The intensivist and interventional cardiology teams were notified. Intravenous fluids were administered. Per interventional cardiology decision, the p-level was decreased to p-4 with continued monitoring, and no immediate repositioning was performed. Laboratory evaluation later revealed plasma-free hemoglobin of 60 mg/dl and lactate dehydrogenase (ldh) of 2,426 u/l. Device repositioning was subsequently performed later in the evening, with repeat transthoracic echocardiogram demonstrating improved inlet position measuring 3.6 cm from the annulus. No further suction alarms were noted. The patient expired. Additional information indicates continued suction alarms were reported overnight despite multiple attempts at repositioning, including alarms for ¿impella in aorta¿ and ¿impella position unknown.¿ a repeat echocardiogram was recommended. On morning transthoracic echocardiogram (tte), the pump was noted to be positioned very shallow, with the pigtail directed toward the papillary muscle. The intensivist and interventional cardiology teams were notified. Laboratory studies demonstrated ldh 2,033 u/l and plasma-free hemoglobin 90 mg/dl. Repeat device repositioning was recommended to obtain a mid-ventricular inlet position. An attempt was made per the intensivist; however, minimal device movement was achieved. Additional interval findings include worsening renal function (creatinine 3.86 mg/dl), lactate 2.1 mmol/l, hemoglobin 7.6 g/dl, and platelets 54 k/l. Blood was noted in the orogastric tube and stool overnight. The intensivist expressed uncertainty whether this represents a true gastrointestinal bleed versus trauma related to orogastric tube placement. The patient is receiving one unit of packed red blood cells today.

Manufacturer narrative:
A 65-year-old male patient was admitted for acute myocardial infarction with cardiogenic shock; an impella cp was placed and the patient subsequently transferred to a higher level of care. Multiple suction alarms led to repeated device repositioning attempts while the patient also showed laboratory signs of hemoylsis in addition to renal failure. After two days of support, signs of gastro-intestinal bleeding became apparent and the patient received a blood transfusion. Due to the poor prognosis of the underlying disease, care was withdrawn after 5 days of support and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella cp. H6. Health effect - clinical code added.